Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) with an eri date of ¿???¿. It was also reported that the device was exposed/erosion. The device and ventricular lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).